Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The problem was confirmed, based on the customer report. However, the root cause could not be determined. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center reporting a power outage in the house during dwell on the homechoice (hc) and the home patient (hp) did not put a flexi cap on the patient line. The caregiver (cg) stated that there was a power outage in the house and the hp had to disconnect but now was back on. The hp was in a hurry and did not put a flexi cap on the patient line as there was a local emergency associated with the outage and the hp had to leave the room where the hc was. The baxter technical service representative (tsr) explained that the supplies were compromised and the hp would need to end therapy and start over with new supplies. The cg understood the explanation and ended therapy and would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.